Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is yellowish/brown in color but, it could not be identified. Therefore, root cause of the reported event is unable to be determined. However, the cause of the event is likely due to imperfection of proper reprocessing caused by leakage at biopsy channel. The event can be detected by following the instructions for use (IFU) section which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found were, the channel had a leak. There was dirt around forcep elevator. Lens had a chip. The plastic distal end cover had a scratch. The grip had a scratch. The right / left knob was dirty. The forceps control lever was dirty. The scope connector cover unit had a scratch. The universal cord and control unit had discoloration. The forceps channel port had a dent. The up/down knob was dirty. Due to wear of angle wire, bending angle in the up / down, left / right directions does not meet the standard value. The switch box had a scratch. The scope-connector had a scratch. The connecting tube had a wrinkle. Objective lens had a scratch. The universal cord had a scratch. The adhesive on the distal end was detached. The image guide protector had a cut. The scope-cover had a scratch. The suction-cylinder had a dent. The distal end had discoloration. The grip was dirty. The light guide-cover glass had a dent. The protector of the universal cord on scope-connector side had a scratch. Forceps elevator had foreign material. Due to damage on the channel-tube, water tightness was lost. The scope-cover had discoloration. The nozzle was deformed. The switch 1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera ii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the forcept elevator had foreign material. It was also found that the grip was dirty. This report is being submitted for the event found during evaluation. There was no patient involvement.